Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 along with concurrent cystoscopy due to sui, and urethrovesical hypermobility. It was reported that the patient underwent tvh, uterosacral ligament suspension, rectocele repair w/perineorhapphy, and cystoscopy on (B)(6) 2012 due to stage 3 pop.

Manufacturer narrative:
Date sent to the FDA: 04/14/2016. (B)(4). It was reported that following insertion the patient experienced infection, vaginal bleeding, urinary problems, dyspareunia, recurrent pelvic organ prolapse and recurrent stress urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.